Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 120 mg/dl, and the meter bg reading was 64 mg/dl. A root cause could not be determined. A replacement sensor was sent to the customer. Subsequently, the customer experienced a low bg ranging from 50-60 mg/dl. Reportedly, customer consumed carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.